Event description:
The patient reported he did not receive effective stimulation due to an anatomical issue. The patient reported his bone overgrew the leads in his thoracic area. In addition, the patient needed a MRI performed. Subsequently, the patient underwent surgical intervention where his scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.